Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported cylinder hola was not confirmed. The identified cylinder leak is consistent with explant damage. Review of the manufacturing documentation that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinder was visually inspected, leak tested, pressure tested and microscopically examined. Cylinder has fold that indicate possible buckling of the cylinders in the proximal cylinder body. Cylinder also has a wear at fold in cylinder body. There was a leak in proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted; large hole and broken fabric treads in fabric bonding were present. Under microscope it was observed that the kink resistant tubing (krt) was worn to filament. Cylinder was not pressure test due to leak was identified. Due to sharp instrument damage was identified, product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) did not work as expected. Device inspection showed that a hole in the right cylinder caused saline leakage; therefore, the right cylinder was removed and replaced. The cause of the cylinder hole has not been elucidated by the hospital. The patient had a good outcome following the procedure.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) did not work as expected. Device inspection showed that a hole in the right cylinder caused saline leakage; therefore, the right cylinder was removed and replaced. The cause of the cylinder hole has not been elucidated by the hospital. The patient had a good outcome following the procedure.